Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneous creatinine (cre) result produced by the unicel dxc 800 pro synchron chemistry analyzer for one patient. The original result for cre was 13.6mg/dl and was questioned by the physician because it did not match the patient's clinical presentation. The sample was repeated on a different analyzer and the result was 1.2mg/dl. The result was amended. There was no change to patient treatment as a result of this event.

Manufacturer narrative:
Per customer, they did not see any qc problems during this time and successful calibrations were performed on the day of the event. Qa did not receive any printouts from customer to review. A field service engineer (fse) was dispatched: fse change modular chemistry (mc) sample probe and performed alignments. Fse inspected syringe and creatinine module for leaks. Fse calibrated obstruction detection transducer, performed precision run and passed specifications. The next day there were glucose and phosphorus intermittent flagging errors and fse was dispatched: fse inspected both modules for leaks and alignments and proper motor functions. No problems were seen. Per customer in 2008, no other problems have been seen since service was dispatched. Customer was educated about preanalytical variable regarding blood tube draws, spin time and also cleanliness of the sample probe. Customer will re-evaluate maintenance schedule. In event of recur, any mc chemistry result could be affected. Treatment initiated or withheld based on erroneous results could contribute to serious injury. A malfunction will be assumed for the purpose of this report.